Event description:
The hcp reported that the patient had been having intermittent stimulation; the device would work for a while after reprogramming before symptoms returned. The patient had been programmed to 0- and 3+, 3.6v and pw of 90. There were some repeating bipolar pair impedances; zero and case, and one and case had been less than 50 ohms. Therapy impedance had been 877 ohms. At follow-up in 2007, the voltage was increased from 3.6v to 4.3v. Results from follow-up on the following month, determined that the patient had experienced a lack of effect and had not received therapy more than 50 percent of the time. She had experienced right-arm tremor, occasional shocking ("shock" at left-chest wall site), and for less than one week had slurred speech (neurological deficit); it had been hard to talk and the patient reported new pain. On four days later, the hcp indicated there had never bene therapeutic effect; symptoms had started a few months after implant. There had been shocking or jolting sensations at the pocket on occasion; it was unknown if pocket palpation produced stimulation changes, the pocket would be checked at a planned follow-up that day and system reprogramming would be attempted after a check of the circuitry and x-ray exam. Fluid in the connection was not suspected; a surgical exploration of the connection would be considered in 2008, if needed. The patient's status was fair; no injury had been attributed to the event.